Event description:
It was reported that the customer's insulin pump screen was blank. The customer changed the battery and the screen came back on. The customer stated that there was a battery out limit alarm that did not coincide with the time she changed the battery. The customer's blood glucose was 248 mg/dl. It was explained to the customer that a battery out alarm during normal use could indicate a lose battery cap. She was advised to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.